Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed using naked eye and magnification and found the tubing was cut about 1.5 inches from the patient connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing with a leak noted from the cut in the tubing. The reported condition was verified. The cause of the leak was a cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during infusion. The patient was connected at the time of the event. The patient discontinued treatment after the leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.